Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed during use of a homechoice cassette. This was observed during priming for peritoneal dialysis (pd) therapy. The event was further described as a leak "on the line going to the 5 prong manifold". The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.